Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), hypersensitivity ("allergy nos"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), alopecia ("hair loss,") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, menorrhagia, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the hormone level abnormal, hypersensitivity, rash, skin disorder, fatigue, alopecia, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, urinary probs., uti, vag. Discharge, fatigue, hair loss, dental probs., hormonal changes, weight gain. 4 trailing coils at both end. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Lot number:855632 manufacturing date:2011/04 expiration date:2014/04/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), hypersensitivity ("allergy nos"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), alopecia ("hair loss,") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, menorrhagia, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the hormone level abnormal, hypersensitivity, rash, skin disorder, fatigue, alopecia, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnormal. Bleed, urinary probs., uti, vag. Discharge, fatigue, hair loss, dental probs., hormonal changes, weight gain 4 trailing coils at both end . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Lot number:855632 manufacturing date:2011/04 expiration date:2014/04/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), hypersensitivity ("allergy nos"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), alopecia ("hair loss,") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, menorrhagia, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the hormone level abnormal, hypersensitivity, rash, skin disorder, fatigue, alopecia, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), gen. Abnorm. Bleed, urinary probs., uti, vag. Discharge, fatigue, hair loss, dental probs., hormonal changes, weight gain most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: events ¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), gen. Abnorm. Bleed, allergy ¿ rash/skin condition, urinary probs., uti, vag. Discharge, fatigue, hair loss, dental probs., hormonal changes, weight gain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.